Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported by the patient's mother that her child faced a bent cannula event leading to high blood glucose level of 500 mg/dl. Also, the patient had ketones of 1.6 mmol/l. Therefore, the patient was hospitalized on (B)(6) 2024 with high blood glucose level and was feeling unwell. During hospitalization, the patient received fluids of insulin intravenously as corrective treatment. The patient stayed in hospital for more than 24 hours. Moreover, the issue occurred on first day of use and insertion site was abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient city: united arab emirates. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.